Event description:
It was reported that there was no pacing or sensing. High impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found lead fracture due to fatigue.